Event description:
Updated summary: customer reported having hyperglycemia (high blood glucose event). Customer did not have hypoglycemia (low blood glucose event). Customer treated the high with the pump. No symptoms of high were reported. It was unknown if pump was used at the time of the high. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 300 mg/dl at the time of the event and experienced hypoglycemia with a current blood glucose value of 28 mg/dl. The customer reported hyperglycemia treated with an insulin pump. The event involved product(s) mmt-1715kr, mmt-399a, and mmt-332a. Troubleshooting was partially performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1715kr. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.